Event description:
It was reported that a patient experienced frequent cartridge alarm 30s with their tandem mobi device, necessitating daily cartridge changes and resulting in significant insulin wastage. The patient was concerned about running out of supplies. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the loading process and was not previously reported. The customer managed to load the cartridge successfully and resume insulin therapy, resolving the issue prior to contacting technical support.